Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 8th of october 2015 for further investigation. During the investigation the fse checked the system and found a tubing that was kinked. Also, found dislodge dried diluent inside pump which is may have occurred when taking the pump tray out. Diluent is flowing with no problems. The instrument is functioning as intended and was released. The most probable cause for this event isa kinked tubing. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 2012 air detecte [diluent] on their aia-360. The customer is going to remove the back panel and inspect the needle sample. The waste was half full, customer powered down , emptied waste, reseated caps and rebooted the instrument. The technical support group (tsg) was informed that the customer uses the instrument only once a week. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.